Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed multiple occurrences of the system error 21505. During functional testing, the se 21505 was not reproduced; however, a cracked plunger driver sleeve was found during visual inspection. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was related to a cracked plunger driver sleeve. The plunger driver sleeve requires replacement to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error (se) 21505 (occlusion sensor drift failure). This was observed at the hospital during inspection. There was no patient involvement. No additional information is available.